Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with chest pain. Device interrogation revealed that the right ventricular lead was not capturing, impedance had dropped, and r-wave had dropped. Chest x-rays revealed that the lead had perforated the right ventricle. There was no significant bleeding in the pericardium. The lead was repositioned successfully. The patient was stable post procedure.